Event description:
The customer reported problems with the image intensifier. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and found the image intensifier needs to be replaced, but customer does not want sys replaced. (B) (4).